Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar instrument had pieces detached around the cables at the end of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and close properly. The instrument was fully functional. External and internal visual inspection, manual articulation of input test/inspections were performed but issue was not reproduced.

Event description:
Refer to h11 for follow-up information.